Manufacturer narrative:
Catehter model 8709, serial# (B)(4), implanted: 2005 (B)(6), explanted: unk.

Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that during pump replacement procedure instead of aspirating the catheter, the surgeon flushed it with saline in error. The patient was thereby bolused with 392mcg of baclofen. Patient's daily dose was 480mcg/day. Patient was to be admitted to the ICU once the surgery was completed. It was reported the next day that the pump was put on minimum rate and the patient was kept overnight and monitored. Patient experienced/complained of no symptoms and was going to be placed back on dose of 480mcg/day sometime today i.e. 2012 (B)(6).